Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they were hospitalized due to high blood glucose levels. Customer stated that their high blood glucose was stress related and not related to the insulin pump. Customer's blood glucose levels at the time of hospitalization was 800 mg/dl. Customer was wearing the pump at the time of hospitalization. The insulin pump did not undergo functionality testing at the time of the call. Therefore, the root cause of the customer's high blood glucose levels could not be determined. Product is not being returned or replaced.